Manufacturer narrative:
An event regarding fracture involving an acetabular reamer handle was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection confirmed the event. Examination of the fracture surface confirmed the device fractured in overload. Medical records received and evaluation: not performed as it was reported there was no patient impact. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusion: the investigation concluded the instrument fractured due to overload. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
Customer through head nurse has reported to stryker that 2 instruments 2102-0410 acetabular reamer handle broke at the end of the instrument where it is connected to the reamer. This occured during surgery (B)(6). They proceeded the surgery by using an other instrument available since they have totally 4pc at the hospital. No impact on patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer through head nurse has reported to stryker that 2 instruments 2102-0410 acetabular reamer handle broke at the end of the instrument where it is connected to the reamer. This occured during surgery on (B)(6). They proceeded the surgery by using an other instrument available since they have totally 4pc at the hospital. No impact on patient.